Event description:
It was reported that three (3) devices leaked infusion fluid at female port while in use for an unknown time period while in use in the picu. This occurrence took place two months in 2001. No patient sequelae were reported.